Manufacturer narrative:
D11-intuitive surgical, inc. (Isi) received the harmonic ace curved shears instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "tip was broken". For clarification, the instrument was found with the teflon pad completely missing from its slot. Material was missing, approximately 0.46" x 0.10" in size, and was not returned by the customer. Root cause is attributed to user mishandling or misuse. Failure analysis found the primary failure of damaged teflon pad to be related to the customer reported complaint. A review of the instrument log for the harmonic ace curved shears instrument (part# 480275-08/lot# l90211129-0371) associated with this event has been performed. Per logs, the instrument was last used (B)(6) 2022. On system sl0691. This is a single-use instrument. In addition, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was acknowledged that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument was found to have a broken tip. A backup instrument of the same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the instrument was broken outside of the patient. There was no report of fragments falling from the device while used within a patient. The patient has not returned to the hospital.